Event description:
A healthcare professional reported with the description of faulty lens, not implanted. Additional information received stating that bubble was seen on the optic of the iol upon opening. Surgeon chose not to implant this iol due to the imperfection. The procedure was completed by using unspecified replacement iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).